Manufacturer narrative:
A ge service rep performed an on site investigation. The buffer printed circuit board was replaced. The system was tested and operates as intended.

Event description:
The customer reported the 2600 system displayed a "table not ready" error message on the x-ray control panel and would not perform fluoroscopy. No pt injury was reported.